Event description:
Healthcare professional (hcp) reported that patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in lips. Thirty days later, patient contracted a virus, deemed not device related and developed a sore throat which was accompanied by swelling in lips. Hcp would like to know how to treat besides corticoid.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral disease, deemed not device related is considered an unexpected adverse drug experience.